Event description:
Additional information was received from the rep. They reported that there was no lead migration/dislodged lead. As resolution, there was a program change and the patient was happy. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va36qxx serial# implanted: (B)(6) 2025 explanted: product type lead review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the trial worked perfectly, but now the permanent implant was not working and they were not having any improvement at all. Patient said they saw their manufacturing representative (rep) yesterday at the healthcare provider's (hcp's) office and the rep could not get the implant to work. Patient mentioned that they had an issue last night that woke them up with a lot of pain where the leads were located. Patient noted that the nerve pain was really bad and woke them out of sleep. Patient stated that the pain was new and that the machine was set so high to try to get the machine to work and the rep said that they couldn't run the machine that high when they finally felt it and that would wear the battery out, now the therapy was turned off and patient will have an x-ray to confirm the placement of the implant. The patient was redirected to their healthcare provider (hcp) to further address the issue. On 2025-dec-18, additional information was received from the manufacturing representative (rep). They clarified the patient's statement "the permanent implant was not working". The patient stated that they were not having therapy or symptom control. The issue was not caused by normal battery depletion. At this time, they did not know why the patient was not happy with symptom control. As resolution, the x-ray will verify placement and then they will discuss with the physician to find out what contributed to this issue. They were waiting on the results for the x-ray. The physician was concerned that due to patient activity that they may have dislodged the newly placed lead. Hence the x-ray. This issue was not resolved at this time.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va36qxx, implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, lot #: va36qxx, ubd: 12-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.